Event description:
It was reported that this recently implanted pacemaker and non-boston scientific leads were explanted due to infection. The pacemaker was replaced successfully with a non-boston scientific device. Outside of the revision, no adverse patient effects were reported.